Manufacturer narrative:
The unit was returned to (B)(4) for evaluation. The customer¿s complaint of ¿no image¿ was not confirmed. The investigator reported that the processor was inspected as per standard guidelines; however no issue was found. The image and other functions are working as intended. The equipment was kept under observation for 10 working days and all parameters were checked and found working normal. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during a laparoscopic cholecystectomy procedure, the camera did not turn on. The led display continued to turn on with olympus logo; however, no image appeared on the monitor. Also, the rear fans were not working. The intend procedure was cancelled. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the imaging failure could not be determined. Olympus will continue to monitor field performance for this device.